Manufacturer narrative:
Additional information: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative stating that the revision surgery is scheduled for (B)(6) 2025, and he can't provide any further information until then.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having idiopathic scoliosis case-open manipulation for idiopathic scoliosis. It was reported that it was noticed in the 1 year follow up x ray, that the set screws have come off the distal heads of 3-4 distal screws at l2/l3 levels. The revision surgery is scheduled for 7/19/25. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
D1, d4, g4: product identifiers are unknown. G4: 510(k) is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative stating that 5 set screws were explanted in the revision surgery and are available for return.

Manufacturer narrative:
B5: additional information has been updated. D4: product identifiers have been updated along with unique identifier (UDI). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.